Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that iqvia technician was onsite to perform the 113-field action. The arctic sun device was alarming for low flow and in bypass the inlet pressure would not increase to more than -2.2 psi. Per review of wo notes on 05aug2025, they discussed that this was indicative of an air leak or a failed circulation pump. The device would need to be returned for depot repair. Per sample evaluation results on 13oct2025, intermittent seizing of the circulation pump motor found.

Manufacturer narrative:
The reported issue was confirmed. The root cause was identified as circulation pump failure. The device was evaluated upon receipt. Intermittent seizing of the circulation pump motor was found during evaluation. Replaced circulation pump motor. Torqued casters with loctite. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that iqvia technician was onsite to perform the 113-field action. The arctic sun device was alarming for low flow and in bypass the inlet pressure would not increase to more than -2.2 psi. Per review of wo notes on 05aug2025, they discussed that this was indicative of an air leak or a failed circulation pump. The device would need to be returned for depot repair. Per sample evaluation results on (B)(6) 2025, intermittent seizing of the circulation pump motor found.